Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse examined all tubing lines, fittings, regulators, and gauges to identify a major leak. The fse could not duplicate the excessive leaking from any component in the helium system. However, the fse did notice that the helium pressure was dropping at a consistent rate when helium was shutoff. The fse replaced the high pressure helium regulator, valve fitting, gauge, and helium assembly tubing to minimized or correct any potential small leak. The unit leak test passed for both the cart and instrument. The fse verified with customer after the service visit that the helium supply did not drop rapidly as before. The fse performed the calibration checkout procedure and returned the unit to service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the pre use inspection the cardiosave intra aortic balloon pump (iabp) helium tank was empty. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated field: b4, e1 (site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fileds:h6 (medical device ¿ problem code).